Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: note: the x2 basal-iq pump was in use without the use of integrated cgm, thus the basal-iq algorithm was not being used. At 7:45am on (B)(6) 2018, the patient allowed the cartridge to fully deplete of insulin and an out of insulin alarm was declared. Patient was off pump insulin therapy for fourteen hours. It is unknown to us how the patient managed insulin therapy during those fourteen hours. At 9:45pm, the patient completed the load sequence with a new cartridge and resumed basal insulin delivery. 3 minutes later, the patient requested and delivered a 3.48 unit bolus for a blood glucose (bg) of 249 mg/dl. At 9:55pm, the pump was connected to usb power source to charge. The pump was disconnected from the power source at 10:15pm on (B)(6) 2018 with 56% battery charge. This is the last interaction with the pump. Basal delivery continues until the auto-off safety feature suspended insulin (set at 24 hours) at 9:48pm on (B)(6) 2018. The battery then fully depleted and the pump shut down on (B)(6) 2018 at 3:30pm. The depletion of the volume of insulin in the new cartridge was reviewed and compared to the requested delivery. The pump log review shows that the pump delivered 24 units of insulin as of 1:00am (B)(6) 2018. Review of the individual insulin delivery events showed 7.38 units were delivered via basal, 3.48 units via bolus and 13.1 units were primed through the tubing during the load process, which combined equals 24 units of insulin. There is no indication that unintended insulin was delivered. If the patient did not change out her infusion set during the cartridge change, and did not disconnect the infusion set during the ¿tubing fill¿ process of the cartridge change sequence, the 13.1 units of insulin used to prime would have been delivered to her, and this could cause bg levels to drop. At this time, we find no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. The customer's healthcare provider (hcp) did not respond to requests for additional information. Per the county coroner's office, the customer was a coroner's office case and an autopsy was performed. However, results of the autopsy are still pending and cause of death is not yet available. Per coroner's office, even when the autopsy results become available, the results cannot be released to tandem.